Event description:
It was reported that during an ion transbronchial lung biopsy procedure, the patient developed a pneumothorax requiring a chest tube and hospitalization. The targeted lesion was located in the right middle lobe. Following one fine needle aspiration (fna) using a 19g flexision biopsy needle, a 3d spin was performed with siemens cios, which revealed that the lungs had shrunk or deflated, confirming a pneumothorax. The esa noted that the physician attributed the pneumothorax to the fna procedure. According to the physician, pneumothorax was an expected complication for this type of biopsy. An approximate 45-minute delay occurred since this was the first use of the brand new cios system, which required proper configuration. No allegations suggest any malfunction of the ion system, instruments, or accessories. No diagnosis was available at the time. The procedure was subsequently aborted, and a chest tube was placed. The patient remained hospitalized for one day before being discharged home.

Manufacturer narrative:
There was no report of a malfunction of an ion system, instrument, or accessory. Therefore, no products are expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation.